Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during femoro-popliteal bypass procedure, after one successful firing, the surgeon able to squeeze the handle but the device got stuck and could not load anymore clips. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient injury.